Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
During a right internal carotid stent procedure, the protege rx stent was deployed in the patient via right groin access. During the procedure, the patient developed some speech and mobility issues. The patient seemed to improve somewhat with speech in the recovery room, however, the area affected was the left side of the body. Post procedure images reviewed showed full flow to cortex. A neurologist was called in for follow up. Please see MDR 2183870-2011-00045 for the protege rx used in this procedure.